Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the innominate vein. A 12.0x40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using another 12x40 gladiator¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched along the main body of the balloon, from the proximal transition zone to the distal transition zone. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the innominate vein. A 12.0x40, 75cm gladiator balloon catheter was advanced for dilation. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using another 12x40 gladiator balloon catheter. No patient complications were reported.